Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 230 mg/dl. Customer unable to exit the preparing to prime loop. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.